Event description:
According to the reporter: occurred during a laparoscopic pylorus preserving pancreatoduodectomy (pppd) procedure. The device was being applied to the vena mesenteric inferior vessel. The clip did not get off of the loading unit so the surgeon had to free / mobilize the clip by using ligasure. There was tissue damage as a result of the problem but it was not considered permanent. There was no additional tissue loss the device was not difficult to assemble but was difficult to disassemble. There were issues with the clip or clip cartridge. The clip cartridge was able to be properly loaded onto the handle. The clip was not able to disengage from the cartridge. The clip was able to form correctly. A device component disengaged into the cavity of the patient but was retrieved. The procedure time was extended by about four minutes due to the issue but there was no adverse event.